Manufacturer narrative:
The actual device was not returned for eval and therefore, the reported event could not be confirmed or replicated. An investigation of the device mfg records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specs. The clinical eval indicates there were no reported complications or ill effects related to this event. The clinical eval indicates there were no reported complications or ill effects related to this event. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
Pt/user of the fmc dialysis device called tech support regarding the air detected in cassette alarms. He added that when he removed the cassette the back of it was wet and he could not say for certain if the cassette compartment was dry. He wanted to re-setup the cycler to determine if the problem would return; it did not. The cycler was not replaced at his request. He continues to use the same cycler without any difficulties. There were no reported complications or infections as a result of this incident and he continues on ccpd.